Event description:
It was reported that the external pulse generator was not turning on. The generator was returned for service. No patient involvement or complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report, no anomalies were found during functional testing. It was noted that the upper case was broken, two side bail covers were broken and the two side bails were missing.